Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval was found that the door not fully latched alarms were caused by loose link screws. The alarms were resolved during the eval by adjusting the screws with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a device was unable to recognize a closed door. There was no pt involvement.